Event description:
During the process of placing a PICC with ultra sound guidance the guidewire resisted removal. The guidewire had been introduced via the needle into the fasilic vein when it met resistance. Advancement immediately stopped and attempt made to withdraw the guidewire. While attempting to remove, the wire "hung" in pt's vein. Wire was noted to have 'curled' approx 2 cms of wire inside vein. Physician intervention required to ease guidewire out of vein using introducer.